Event description:
It was reported that patient had revision of arthroplasty due to infection.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that patient had revision of arthroplasty due to infection.

Manufacturer narrative:
Expiration date and implant explant dates updated. An event regarding infection involving a x3 triathlon insert ps#7 11mm was reported. The event was not confirmed. Device evaluation and results. A photo provided for analysis of the x3 triathlon insert ps#7 11mm shows an anterior and posterior view of the insert. Some yellow discolorations are noted throughout. It appears to be some scratches along both surfaces of the insert likely do to explantation damages. No further analysis can be obtained from the photo provided. Device history review. Indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events for the lot or sterile lot referenced. The source of the infection could not be determined. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible.